Event description:
It was reported the patient fell 2 days after implant. The patient had appropriate stimulations until the fall. The patient was now only getting left sided stimulation. The patient could only get 2 coupling bars on the recharger. The battery appeared tilted. It was also stated that the recharging issue was speculated by the physician to be that the battery is tilted in pocket or implanted too deep. The lead was reported to have moved more to the left and was not giving right sided stimulation. Diagnostic testing and troubleshooting reported were impedance testing, x-rays, and reprogramming. The patient¿s status at time of the report was alive with no injury. Symptoms associated with the event were a burning sensation and weakness. The patient felt upper back pain and burning since the fall. The x-ray revealed a t3-4 protrusion of disc. It was noted that new pain was caused by the protrusion of t3-4 discs. It was also reported that the new pain may have been caused from the finding on x-ray of the protrusion of t3-4. On (B)(6) 2014, (B)(6) (rep): additional information received reported the patient was scheduled for injection on the upper back new pain area. Impedances were reported to have been normal. The patient had ¿great¿ stim and reduction of pain on left side. Reprogramming was done on the date of report with minimal improvement of coverage. The patient would follow up with physician for scheduling a revision of the lead. The battery in pocket was tilted. At the time of revision of lead, the pocket would also be revised. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that at the same time of the lead revision the pocket was also revised. With the revision, the recharging issue was resolved and it was determined the tiled implantable neurostimulator (ins) was due to the fall. The patient was noted to be recovering from the revision and the weakness was from the fall.

Event description:
Additional information received reported that the pain in the abdomen was much better but was still felt from time to time. The patient was getting pain relief from chronic pain with stimulation.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient underwent a lead revision on (B)(6) 2014 to provide better stimulation and pain relief to their right side. After the surgery the patient complained of an increase in abdominal pain on their right side. The patient was taken back in to surgery on (B)(6) 2014 and x-ray showed the top of the lead had turned down and was lying laterally. After attempts to get the lead posterior the lead was removed and a paddle lead was placed without difficulty. The patient's pain has resolved and was discharged. On (B)(6) 2014 the patient was reported to be receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient¿s stimulation is ¿60% appropriate.¿ the patient feels stimulation more on the right than on the left and needs it more in their feet. The impedances were within normal limits and after reprogramming the manufacturer representative was able to get some better coverage. Despite the reprogramming the patient continues to have moderate right flank pain and has developed a burning sensation at the pocket which started a couple weeks prior. The patient is scheduled to meet with their health care provider (hcp) on (B)(6) 2015 to determine the next step.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the healthcare provider replaced the lead because they determined the lead was pressing on nerve root, causing pain. The patient went home the following day and was seen for follow-up a couple weeks later. At that appointment, they were reprogrammed and the patient was getting stimulation on both sides. The patient was healing well at this time, but still had some pain in right flank. A follow-up appointment was scheduled for an unknown date in (B)(6).

Event description:
Additional information received reported that the explant occurred on (B)(6). No devices were replaced and the physician did not opt to send the product in. The patient was home and healing from the procedure. It was noted that the pain in the abdomen was much better.

Event description:
Additional information received reported the patient's system was explanted due to pain in the abdomen and pocket pain. The patient outcome was unknown however additional information has been requested and if received a follow-up report will be sent.